Event description:
A caller reported experiencing an occlusion alarm with their insulin pump, but the alarm number could not be verified in the pump's history. The customer experienced multiple occlusion events, some of which caused their blood glucose level to read "high," indicating a significant rise, although not all events led to high blood glucose. To address the high blood glucose, the customer administered a correction bolus via the pump but did not change the cartridge or infusion set. There was no need for third-party assistance, and the issue has been ongoing for six months since acquiring the pump.